Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and shocking sensation around the ipg site. The pocket pain still occurred even when stimulation was turned off. It was noted that the ipg had migrated. Database analysis revealed no anomalies and ipg was working as expected. The patient underwent a revision procedure wherein the old ipg was relocated and the old paddle lead was replaced with four linear leads.